Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed that foreign material adhered to or clogged the plastic distal end cover/probe cover, nozzle, and bending section cover or distal sheath (the black covering of the bending section) glue. However, the material cannot be identified, and a definitive root cause cannot be determined. There was no deviation from the instructions for use (IFU) in the reprocessing steps for the area where the foreign material remained. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the plastic distal end cover, nozzle, and the adhesive on the bending section cover of the colonovideoscope had foreign material. There were no reports of patient involvement.